Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 407 mg/dl. She felt sick as a result of the hyperglycemia. She had been treating via manual insulin injection. Her insulin pump was missing some settings and she was assisted with programming her device. The insulin pump was not returned for analysis.